Event description:
It was reported that the pt experienced continued wound drainage in her neck and tenderness at the device pocket. The pt was diagnosed with lead migration and infection. The pt's neurostimulator and extensions were explanted. The pt recovered without sequela and desires reimplant.

Manufacturer narrative:
.